Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v727847, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device had never worked despite countless times going back to have it ¿tweaked.¿ the patient gave up. The patient stated she had wasted time and money on a product that was junk because it did not work at all. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was also noted that "this product is a piece of junk". This is not an "effective" product, but is defective. The patient had the device put in approximately 2 1/2 years ago. The patient went back time after time. The patient finally gave up. The male who assisted the patient in adjusting was a nice person, but she didn't like telling a man "all the personal stuff".